Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to a tissue was present in the helix with unreliable helix turns.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was attempted due to a tissue was present in the helix with unreliable helix turns.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.